Manufacturer narrative:
Unit was received with damaged display window cover, minor scratched lcd window, cracked keypad at select button, missing serial number label, missing retainer, and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's plastic ring on top of the reservoir compartment was disconnected. The button pad was also cracked. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.